Manufacturer narrative:
This report is being submitted, as follow up no. 2, to update section h3. And to provide the completed investigation results. One 8fr angio-seal evolution device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and the guidewire. Visual inspection was performed. The carrier tube was found to have been removed from the hemostasis sheath. The carrier tube was returned in the fully rear-locked position with the color bands exposed. The carrier tube shaft was bent and appeared to be curved. The locator was also returned, and no damage to the component was identified. The hemostasis sheath hub was inspected, and the anchor and collagen appeared to be stuck within the sheath valve. Functional testing was unable to be performed, due to the condition of the returned device. The complaint can be confirmed, for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed, due to the condition of the returned device. The DHR review determined, that the device was in a conforming state when released from terumo control. There is no indication, that any manufacturing issues may have led to this event. Currently, no action is recommended, since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted, as follow up no. 1. To provide additional information in section b5. The investigation is currently ongoing. A follow up report will be submitted, once the investigation is complete.

Event description:
Additional information was received on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they placed the dilator and sheath, flashback obtained. The dilator was removed, and the angio-seal was advanced through the sheath. When they pulled back, the whole system came out. Imaging was done to see if the footplate had migrated down the patient's leg, it had not. On dismantling of the sheath, the footplate was found to be jammed in the sheath. Manual pressure was applied, and hemostasis was achieved. The patient was progressing well and the procedure outcome was successful.